Event description:
A customer observed a false negative anti-hbc control fluid result on the vitros eciq analyzer. Biased patient sample results did not occur. However, if biased results of the magnitude and direction were observed on patient samples, it could lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation has determined that a false negative anti-hbc control fluid result occurred on a vitros eciq analyzer. A definitive root cause for the event could not be determined, as the customer did not want to continue the investigation. It could not be confirmed that the vitros anti-hbc reagent, controls or eciq analyzer were performing as expected with the limited information provided. Acceptable vitros anti-hbc control fluid results were obtained using an alternate lot of vitros anti-hbc control fluids and an alternate lot of vitros anti-hbc reagent.